Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for routine follow up with complaints of discomfort. The patient underwent generator change few months back, noise was suspected on the ventricular lead since then as an insulation breach close to the location of suture sleeve was observed during generator replacement procedure. Upon interrogation, it was noted that there was an increase in number of noise reversions episodes recently with discomfort caused due to inhibition of ventricular pacing. The cause of issue was undetermined, and it was suspected that the issue could have been due to age-related deterioration or could have been due to insulation breach that was caused during generator replacement procedure. The physician stated that it's been unlikely that the cause of the noise on the ventricular lead was due to the pacemaker. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional information: external insulation abrasion was noted at 16.5-16.8 cm from the connector pin consistent with lead friction to the can. External insulation abrasion was also noted at 19.2-19.7 cm from the connector pin consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of noise and insulation breach.